Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU)and subsequent deployment of a 23 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Four days later, the patient was discharged on aspirin and clopidogrel. Post procedure event summary: 334 days post index procedure, transthoracic echocardiogram(tte) during the protocol scheduled 12-month follow up visit revealed moderate aortic valvular regurgitation. Aortic valve area was noted to be 1.8 cm^2, mean aortic pressure gradient was 16 mm hg and left ventricular ejection fraction was 65%.